Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: d8, g3, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise is occurring due to a circuit board failure inside the scope connector. Based on the results of the investigation a definitive root cause could not be identified for the initially reported communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope experienced a communication error (e315) during a diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.